Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to patient dissatisfaction. It was noted that prosthesis bends during intercourse. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. Both cylinders have holes in the outer layer that are the result of sharp instrument damage that exposed inner segments which probably occurred during removal. There is a crease in the outer silicone layer of one cylinder approximately 3 cm from the font tip. Both cylinders are functional.